Event description:
The patient tested hi and a lab was taken with a result of 127mg/dl. No timeframe was provided for the two tests. No treatment was given based on the hi result. No valid quality controls were used. Requested return of suspect device and replacement was sent.